Manufacturer narrative:
Visual evaluation found the corewire of the guidewire to be broken approximately 6.7cm from the distal end. The break point presented evidence of melted coil indicative of being burned. The complaint was consistent with the reported event of distal tip broken. The product analysis showed evidence of what it seems to be a burned break point. Evidence of melted polymer was found stuck in the core wire. It is most probable that anatomical/procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context.¿ a DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used during a transurethral incision of the prostate procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the distal tip detached inside the patient exposing the tip of the metal corewire. The detached tip was pushed into the bladder and was retrieved by the physician. The procedure was completed with this sensor guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used during a transurethral incision of the prostate procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the distal tip detached inside the patient exposing the tip of the metal corewire. The detached tip was pushed into the bladder and was retrieved by the physician. The procedure was completed with this sensor guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of guidewire distal tip detached exposing the tip of the metal corewire the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.